Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that during a medical intervention the device automatically returned to the home screen. Information obtained through good faith effort response indicated that it is unknown if the user was attempting touch inputs or whether the device returned to the home screen without user interaction. Any steps or actions the user may have performed when the device returned to home screen are unknown. No physical damage was observed on the touchscreen. There was no report of actual harm reported with this complaint.

Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that during a medical intervention the device automatically returned to the home screen. Information obtained through good faith effort response indicated that it is unknown if the user was attempting touch inputs or whether the device returned to the home screen without user interaction. Any steps or actions the user may have performed when the device returned to home screen are unknown. No physical damage was observed on the touchscreen. There was no report of actual harm reported with this complaint.

Manufacturer narrative:
Event description updated due to new information received.

Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that during a medical intervention the device automatically returned to the home screen. A request for additional information regarding the incident has been sent and the response is not yet received. There was no report of actual harm reported with this complaint.